Event description:
It was reported that during a normal follow-up appointment, it was noted that this right ventricular (rv) lead shock impedance measurement was high, and out of range (152 ohms). Boston scientific technical services was contacted and discussed there were no obvious signs of lead impairment, as there were no instances of noise or over-sensing. Provocative maneuvers were discussed, in addition to a commanded 1.1j shock. The commanded shock was performed which the physician stated confirmed the system integrity. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences.

Event description:
It was reported that during a normal follow-up appointment, it was noted that this right ventricular (rv) lead shock impedance measurement was high, and out of range (152 ohms). Boston scientific technical services was contacted and discussed there were no obvious signs of lead impairment, as there were no instances of noise or over-sensing. Provocative maneuvers were discussed, in addition to a commanded 1.1j shock. It is unknown if this has been performed. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences.